Manufacturer narrative:
One triple lumen pediasat catheter was returned for evaluation. Non-edwards sample sites were attached at the medial and proximal lumen hubs. No packaging was returned. No visible damage to the catheter body was observed. Examination found the proximal lumen to be fully occluded. The occlusion was cleared in the decontamination lab prior to testing. Leak testing confirmed leakage between the proximal lumen and the optics lumen and also between the catheter body tube and the distal end of the backform. The distal and medial lumens were patent and did not leak. Prior to a cut down of the backform the optics system passed invitro calibration testing. The backform cut down reveled the leakage was occurring at the junction where the catheter body ends inside the backform. Visual examinations were performed under microscope at (B)(4) magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of leakage issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "blood leakage was observed from the catheter body during use. The detail of the location is unknown." There were no patient complications reported.